Event description:
A patient service representative (psr) contacted zoll customer support while training a 55 year old female patient to report a service code 107. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. As received, the monitor produced service code 107 - multiple abnormal shutdowns. The cause of the abnormal shutdowns is memory faults. The cause of the memory faults is a faulty back up battery with a low output voltage. The root cause of the faulty backup battery cannot be positively identified but is likely aging of the battery. No adverse event resulted from the defective monitor. The patient received a replacement monitor.